Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with progressively worsening pain and the preoperative diagnosis of adjacent segment disease with degeneration and spondylolisthesis l3-4. The patient underwent surgery which consisted of hardware removal at l4-5 and l5-s1 bilaterally; exploration of fusion l4-5 and l5-s1; percutaneous discectomy and interbody fusion l3-4; placement of intervertebral optimesh dacron implant soaked with allograft and bmp at the l3-4 interspace; placement of posterior spinal hardware at l3 bilaterally with attachment to the original l4 screws. Per the preoperative report there was no motion identified during the exploration part of the surgery indicating solid fusion however the left s1 pedicle screw showed slight loosening. Furthermore after preparation of the interspace, one bmp-2 pre-soaked collagen sponge was cut into several pieces and inserted anteriorly before the implant was placed. Then using standard optimesh technique, the appropriately-sized dacron implant (pre-soaked in bmp-2) was inserted into the interspace ... Then the pre-loaded bone filler tubes were used sequentially to fill the dacron implant with allograft bone under lateral and ap image control. Neuro-monitoring and xr fluoroscopy was utilized during the surgery. No patient complications were noted. On (B)(6) 2007 the patient was discharged from hospital. On (B)(6) 2007 the patient presented in ER with back pain, fever, and chills. The patient stated they had had back surgery the previous friday and they were now experiencing extreme pain. The patient also reported cough and congestion and felt they had a bacterial infection. A chest x-ray was taken which revealed no acute pulmonary disease. The patient underwent various labs which revealed low rbc, hct, and lymphocytes and high neutrophils and mch. A blood culture was taken which showed no growth after 7 days. On (B)(6) 2007 the patient presented with bilateral lower back pain and spasm exacerbated with movement and incisional tenderness. The patient reported nausea, fever and chills, body aches, and severe pain since the spinal fusion on (B)(6) 2007. The patient was out of oxycontin. A variety of labs were conducted which revealed elevated neutrophils and sedimentation rate and low creatinine, lymphs and rbc. A blood culture showed no growth after 7 days. A chest x-ray was taken which was normal with no significant changes froman (B)(6) 2006 study. On (B)(6) 2007 the patient presented with low back pain and underwent lumbar x-rays which showed mild spondylolisthesis l5-s1. On (B)(6) 2008 the patient presented with low back pain and underwent lumbar x-rays which showed status post external spinal fixation without change in grade I spondylolisthesis of l5 upon s1. On (B)(6) 2008 the patient presented with low back pain and underwent lumbosacral x-rays which showed posterior bars and screws fusing two lower lumbar levels and there is an anterior screw at the second lowest unattached lumbar vertebra. There was a broken anterior screw in the anterior upper sacrum. There was spacer material within the third lowest lumbar disc space. There was mild grade 1 anterior spondylolisthesis at the lumbosacrallevel. There was otherwise normal vertebral alignment. There was sclerosis in the facets and there was probably spondylolysis at l5-s1. On (B)(6) 2008 the patient presented with low back pain and underwent lumbosacral x-rays which showed anterior and posterior su rgical fusion at multiple levels and normal alignment. On (B)(6) 2008 the patient presented with spinal injury and underwent lumbosacral x-rays which showed surgical changes at the lower lumbar spine and at the lumbosacral junction; transitional vertebrae at the lumbosacral junction; and a broken metallic screw at the anterior aspect of s1. Other hardware appeared intact. On (B)(6) 2008 the patient presented with low back pain and underwent lumbosacral x-rays which demonstrated post surgical changes in the lower lumbar spine unchanged since (B)(6) 2008. First degree spondylolisthesis of l5 on s1 with broken screw at level s1. There was also a prominent anterior syndesmophyte bridging the l3-l4 interface. On (B)(6) 2009 the patient presented with lumbar radiculopathy and failed back syndrome. The patient underwent a surgical procedure that consisted of a lumbar spinal cord stimulator insertion of two leads and intraoperative programming. Spinal stimulator trail. No patient complications were noted. On (B)(6) 2009 the presented with back pain and underwent a lumbar spine CT which demonstrated grade 1 spondylolisthesis l4-5; mild reduction in the transverse diameter of the thecal sac at l4-l5 secondary to degenerative changes; and spondylitic encroachment upon the right neural canal at l3-4 resulting in stenosis. There was an incidental finding of non-obstructive left renal calculus. On (B)(6) 2009 the patent presented with lumbar radiculopathy, low back pain, and delayed healing l3-4. The patient received a transforaminal epidural steroid injection left l5-s1. No patient complications were noted. On (B)(6) 2009 the patient presented with cellulitis of the right hand and underwent a three phased bone scan which showed an abnormal area of uptake. Infection in the right hand. The abnormality persisted on the delayed images and it was possible it was a sign of early osteomyelitis. Also shown was mild to moderate anterolisthesis of l5 on s1 which may have been slightly more prominent than on the prior study; there was slight retrolisthesis on l3 on l4; disc bulging at the l3-4 level eccentric along the right lateral disc margin resulting in right sided neural foraminal narrowing which was new since the prior study. There was no other significant degree of disc bulging in the lumbar spine; edema and enhancement within the posterior within the posterior spinal musculature and posterior subcutaneous tissues which may have been related to previous dimension. On (B)(6) 2009 the patient underwent x-ray fluoroscopy which demonstrated a screw projecting though the inferior left side of l5 and a screw projecting through the superior aspect of s1.there were several small clips projecting between the two screws. On (B)(6) 2010 it was reported that the patient was diagnosed with (B)(6). On (B)(6) 2010 the patient presented with back and left leg pain. The patient underwent a lumbar spine MRI. On (B)(6) 2010 the patient presented with chest pain and underwent chest x-rays. Impression: normal. On (B)(6) 2010 the patient presented with trauma/injury and underwent a head CT which was normal. No significant change from (B)(6) 2010 study. Lumbar spine x-rays demonstrated no evidence of acute bony injury. On (B)(6) 2010 chest x-rays were taken which showed the nasogastric tube to be in place with the distal end of the tube within the fundal of the stomach. Medications: amitriptyline, clonazepam, oxycodone. On (B)(6) 2010 the patient presented with left groin pain and underwent a scrotal ultrasound which demonstrated no evidence of testicular torsion; left epididymal head cyst measuring 0.3 cm; and bilateral complex hydroceles. The patient also presented with mental status change, slurred speech, and double vision. The patient underwent a head/brain CT which was normal. Chest x-rays were taken which demonstrated a light coarsening of the bronchovascular markings. A previously noted nasogastric tube had been removed. On (B)(6) 2010 the patent presented with lumbar radiculopathy and low back pain. The patient received a transforaminal epidural steroid injection left l4-5. No patient complications were noted. On (B)(6) 2010 the patient presented with left upper quadrant, rib, and chest pain and underwent a tomography of the abdomen and pelvis which showed no evidence of acute intra-abdominal or intra-pelvic inflammatory process. There was borderline mild fatty infiltration of the liver. The spleen was minimally enlarged. There was a 3mm non obstructing stone in the midpole of the left kidney as well as a sub-centimeter cyst in the upper pole of the right kidney. There was also a 1 cm left adrenal nodule. There was a suggestion of a subtle non-displaced fracture of the 8th rib. A chest x-ray was taken which was normal. X-rays of the ribs showed no evidence of fracture. On (B)(6) 2010 the patient presented with a sudden onset of left flank/abdominal pain and chest pain. An abdominal and pelvis CT was taken and compared to a (B)(6) 2010 study. No new findings. Stable fatty infiltration of the liver, stable left adrenal gland nodule, stable non-displaced fracture of the left 8th rib and stable non-obstructing stone in the left kidney. Chest x-rays were taken which demonstrated no active disease. On (B)(6) 2011 it was reported that the patient was diagnosed with (B)(6). On (B)(6) 2011 the patent presented with atypical pain. The patient underwent x-rays which showed the suggestion of a new mass projected over the left lung base. Further evaluation with a CT was recommended. On (B)(6) 2011 the patient presented with a possible lung mass near the left lung and underwent a CT scan which showed non-displaced fractures with adjacent healing reaction at the lower left hemithorax; no left lung mass detected; dependent atelectatic changes; no pneumothorax was identified; and small obstructionat the left kidney. On (B)(6) 2011 the patient presented with post trauma (mva), head, neck and back with pain. The patient underwent a CT of the cervical spine which demonstrated no evidence of fracture, dislocation, arthritic changes. Soft tissues were grossly unremarkable. The patient also underwent a CT of the lumbar spine which showed grade I anterolisthesis of l5 upon s1. There was diffuse osteophyte formation seen from l3 to s1 with disc space narrowing seen at l5-s1 as well as l3-l4. At the l3-l4 level, there was moderate degenerative disc bulge without thecal sac effacement. At the l4-l5 level, there was a likely mild to moderate degenerative disc bulge without thecal sac effacement. Facet arthritic changes with mild spinal canal narrowing were noted. At the l5-s1 level, there was no evidence of residual disc material. There was a well corticated ossification seen in the paraspinal musculature at the l3-l4 level. Cervical spine x-rays of the cervical spine were normal. Lumbar spine x-rays showed no acute abnormality. A brain/head CT was unremark able. On (B)(6) 2011 the patient presented with chronic back pain and underwent lumbar spine x-rays which showed grade 1/2 anterolisthesis of l5 in relation to s1. There were interbody spacers at l4-l5 and l5-s1. There was moderate disc space narrowing at l3-l4. The s1 cannulated screw was again noted to be fractured. There was osteoarthrosis with anterior osteophytic spurring from l3 to s1 the patient also underwent chest x-rays which showed no radiographic evidence of acute intra-thoracic disease. No interval changes since last exam. In (B)(6) 2011 it was reported that the patient was hospitalized for infection. On (B)(6) 2012 the patient presented with back and left leg pain, depression, and anxiety. On (B)(6) 2012 the patient presented with sacroiliitis and low back pain and underwent a left sacroiliac joint injection. No patent complications were noted. Medications: celebrex, roxicet; and ambien. On (B)(6) 2012 the patient presented with bilateral leg edema. The patient underwent chest x-rays. Impression: normal. On (B)(6) 2012 the patient presented with bilateral lower extremity swelling and pain. The patient underwent a bilateral lower extremity doppler venous ultrasound which showed no evidence of deep vein thrombosis. On (B)(6) 2012 the patient presented with back and right knee pain. The patient underwent cervical spine x-rays. Impression: normal cervical spine. The patient also underwent x-rays of the pelvis which were unremarkable. Right knee x-rays were also unremarkable. Lumbar back x-rays were taken which demonstrated there was a screw transfixing the inferior aspect of the l4 vertebral body and the superior aspect of s1. The screw that s1 was fractured and this was unchanged when compared with the prior exam from (B)(6) 2011. There was a grade1 anterolisthesis of l5 on s1. There was a disc space narrowing at the l3-l4, l4-l5 and l5-s1 levels. There was facet joint djd at the l4-l5 and l5-s1 levels and prominent anterior spondylosis bridges at l3 and l4 vertebral bodies. There was a pars interarticularis defect bilaterally at l5 with possible bony bridging of defects. On (B)(6) 2013 the patient presented with left hip pain and underwent x-rays. Impression: normal left hip. On (B)(6) 2013 the patient presented with right eye swelling and pain and underwent pa and lateral x-rays of the chest. Impression: normal chest. On (B)(6) 2014 the patient presented with shortness of breath and underwent chest x-rays. Impression: normal chest.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2007 lumbar spine series ap and lateral views show a construct from l4 ¿ l5 ¿ s1 with sextant multiaxial screws and rods. In addition peek anterior spacers have been inserted at the l4 and l5 discs held in place by buttress screw and washer in l4 and s1. Screws appear well positioned. Preoperative pathology being addressed cannot be determined by these films. On (B)(6) 2007 lumbar spine series ap and lateral views show a construct from l4 ¿ l5 ¿ s1 with sextant multiaxial screws and rods. In addition peek anterior spacers have been inserted at the l4 and l5 discs held in place by buttress screw and washer in l4 and s1. Screws appear well positioned. On (B)(6) 2007 fluoroscopy lumbar construct has been revised now showing sextant screws and rods only at l3 and l4. Buttress screw and washer remain in place at l3 and s1. No interbody device is seen now within the l3 disc although there does appear to be some type of graft material. On (B)(6)2007 chest x-ray underpenetrated view essentially normal. No bony, cardiac or pulmonary abnormalities are seen on this single view. On (B)(6) 2007 chest x-ray underpenetrated view essentially normal. No bony, cardiac or pulmonary abnormalities are seen on pa and lateral views. On (B)(6) 2008 lumbosacral spine series no interval change is apparent. Implants span l3/4 with peek spacers seen at l4 and l5 with buttress screws in l4 and s1. On (B)(6) 2008 lumbosacral spine series no interval change is apparent. Implants span l3/4 with peek spacers seen at l4 and l5 with buttress screws in l4 and s1. On (B)(6) 2008 lumbar x-rays no interval change is apparent. Implants span l3/4 with peek spacers seen at l4 and l5 with buttress screws in l4 and s1. Anterior osteophyte is seen across l3/4 (B)(6) 2008 lumbosacral x-rays no interval change is apparent. Implants span l3/4 with peek spacers seen at l4 and l5 with buttress screws in l4 and s1. The interbody graft material at l3 is becoming more prominent (B)(6) 2008 lumbosacral x-rays multiple films no verify spanning osteophyte and bone across the l3 disc space. Dynamic views are not performed to measure movement across the construct. Implant positions are unchanged. On (B)(6) 2008 lumbosacral x-rays multiple films no verify spanning osteophyte and bone across the l3 disc space. Dynamic views are not performed to measure movement across the construct. Implant positions are unchanged. On (B)(6) 2009 right hand x-rays normal with the exception of apparent dorsal spurring on the navicular and lunate. On (B)(6) 2009 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2009 ventilation perfusion scan no comment. On (B)(6) 2009 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2009 lumbar fluoroscopy single ap view shows complete removal of posterior instrumentation. Anterior screws and washers remain in place. On (B)(6) 2009 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2009 abdominal x-rays no change in lumbar operative area. Visualized are normal hip joints, sacroiliac joints and pubis. Bowel pattern is normal. On (B)(6) 2010 forearm/elbow x-rays multiple views of the right forearm are obtained. One of the views has a ball point pen pointing mid forearm. An oblique view with internal rotation appears to show a needle foreign body in this location ventral to the radius. This is seen only in one view. On (B)(6) 2010 CT head no spinal pathology noted. On (B)(6) 2010 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2010 CT head no spinal pathology noted (B)(6) 2010 lumbar x-rays solid arthrodesis is noted from l3 to s1. No change in position of peek spacers or retaining screws. Graft within the l3 disc space appears to have been resorbed with some narrowing of the disc space however the anterior bridging osteophyte has become predominant and structural. On (B)(6) 2010 chest x-rays cardiac leads are present, fluffy infiltrates are seen around the hila worse on the right. Poor inspiration is suspected. On (B)(6) 2010 head CT no spinal pathology is noted. On (B)(6) 2010 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2010 abdominal CT area of spinal fusion is seen but not to great advantage on this contrasted abdominal study. Small bowel is filled with contrast. On (B)(6) 2010 chest x-rays with rib detail normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. Multiple rib details show no fracture on (B)(6) 2010 abdominal CT area of spinal fusion is seen but not to great advantage on this contrasted abdominal study. Small bowel is filled with contrast. On (B)(6) 2010 chest x-rays cardiac leads are present, fluffy infiltrates are seen around the hila worse on the right. Poor inspiration is suspected. On (B)(6) 2011 CT head no spinal pathology seen (B)(6) 2011 cervical CT moderate degree of arthritis is seen in lateral masses as well as disc spaces with some narrowing, however cervical lordosis persists and no evidence of canal narrowing is seen on these studies. On (B)(6) 2011 lumbar CT excellent view of spacers at l4 and l5 and bridging osteophyte across l3/4 is seen here along with the scars of previous pedicle screws. No stenosis is appreciated. On (B)(6) 2011 lumbar x-ray solid arthrodesis from l3 to s1 as previously reported. On (B)(6) 2011 cervical x-ray loss of cervical lordosis noted on lateral view. This is most pronounced at c4/5. On (B)(6) 2011 chest x-ray normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2011 lumbosacral x-ray solid arthrodesis from l3 to s1 as previously reported. On (B)(6) 2012 chest x-ray normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2012 pelvis/hip x-rays normal appearing pelvis and hips. Spinal arthrodesis from l3 to s1 can be seen. Some sclerosis is now visible at the si joints. On (B)(6) 2012 lumbar x-rays solid arthrodesis is noted from l3 to s1. No change in position of peek spacers or retaining screws. Graft within the l3 disc space appears to have been resorbed with some narrowing of the disc space however the anterior bridging osteophyte has become predominant and structural. On (B)(6) 2012 right knee x-rays 4 views of the knee appear normal without malalignment or degenerative change. On (B)(6) 2012 cervical x-rays lordosis is seen more acute than usual with apex at c4/5 (B)(6) 2013 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact. On (B)(6) 2014 chest x-rays normal study. Some bronchial thickening is suspected at the hila bilaterally. Cardiac shadow, lung fields, diaphragms and bony anatomy appear intact.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.